Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer treated with manual injection and insulin pump. Customer's blood glucose reading was 80 mg/dl at the time of call. The customer stated that the insulin pump had a motor error alalrm. The customer stated that the drive support cap was loose and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received motor error alarm during rewind due to corroded motor home switch. Device received moisture damage at electronic assembly. No loose drive support cap during visual check.